Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Liner subluxation in patient.

Manufacturer narrative:
Examination of the returned devices confirms liner and acetabular cup disassociation. There is visible uneven wear on the articulating surface of the returned liner, indicating it was eccentrically loaded. No x-rays were returned to review and further comments regarding implant position cannot be made. The evaluation suggests that the liner may have not been uniformly engaged with the shell. The acetabular cup has evidence of boney ingrowth having occurred while implanted. There is now secondary damage to the inner surface of the cup from articulation of the femoral head against the cup post disassociation of the liner. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Product problem has not been identified. Disassociation of pinnacle devices, no matter the liner material, are monitored through complaint handling and depuy post market surveillance activities. To date a need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.